Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 19may2017 to assess the instrument test well images in question, which visually appeared positive, with a hole in the center of the test well red blood cell monolayer. The immucor laboratory tested retention product on 25may2017, which performed as expected. The immucor laboratory also received returned blood sample from the customer site, and tested it on 25may2017 and 02jun2017. The testing performed on 25may2017 yielded the same unexpectedly positive weak d outcome, consistent with the customer site findings. The testing performed on 02jun2017 this time yielded the expected weak d negative outcomes. A direct antiglobulin test (dat) was performed on both 25may2017, and also 02jun2017, which yielded a negative outcome both times.

Event description:
On 19may2017, a customer site reported an unexpected weak d positive outcome when using capture-r select on a galileo neo instrument, when tested on (B)(6) 2017. The record was subsequently deemed to be reportable to FDA on 24may2017.